Event description:
On (B)(6), 2010, a respiratory therapist reports inomax ds device (B)(4) began to leak. The respiratory therapist states there ws no impact to pt and no adverse event occurred the device was subsequently replaced with another unit.

Manufacturer narrative:
A respiratory therapist reports inomax ds device (B)(4) began to leak. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.